Event description:
Pt has had silicone gel breast implants since 1975 and developed severe grade IV capsular contractures with pain and hardness. In order to remove the implants and capsule, the capsule was incised and removed in pieces with complete removal of gel and capsule. Medical records stated "silicone gel implants had all gel contained within the capsule." Silicone implants replaced with saline implants.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.